Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned tasp exhibits signs of repeated use (nicked & gouged) and is fractured on the medial side. The DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined. Common failure modes identified in zrm for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. This device is considered conforming due to its extended field life and unremarkable manufacturing records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was found broken at an unknown time. Attempts have been made and no further information has been provided.